Event description:
It was reported that the liquid-crystal display (lcd) on an external pulse generator was not working. It was also reported that the epg needed calibration. The customer is expected to return the device to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).